Event description:
Information was received from multiple sources (manufacturer representative, consumer) regarding a patient regarding the use of infu se in 2014 cervical fusion and 2015 lumbar fusion, where it was used off-label without patient's informed consent, and which he believe has resulted in serious health complications, including autoimmune disorders, nerve damage, and difficulty swallowing, leaving m e significantly disabled. Infuse has left him disabled. He was unable to do most activities of daily living without assistance. Admit date: (B)(6) 2014, disch date: (B)(6) 2014. Date of procedure: (B)(6) 2014. Preoperative diagnosis and postoperative diagnosis: 1. Post fusion syndrome, c5-c6, c6-c7. 2. Severe central cervical stenosis, c3-c4, 7 mm. 3. Cervical myelopathy. 4. Cervical degenerative disk disease. Operative procedure: 1. Combined anterior diskectomy and fusion, c3-c4. 2. Application of spinal prosthetic device at c3-c4. 3. Anterior instrumentation, c3-c4. 4. Use of morselized allograft for fusion, osteoamp. 5. Intraoperative use of fluoroscopy for level and hardware placement. Indications: the patient is a 58-year-old female who has presented status post previous acf done elsewhere with severe central stenosis at c3-c4, 7 mm with a progressive myelopathy and failure of conservative care. She has elected to proceed with operative intervention as described above and below. Informed consent was obtained once risks and benefits were fully explained and all questions answered. Description of procedure: the patient was brought to the operating room, received appropriate IV antibiotics, was sedated and intubated by anesthesia with no complications. She was then appropriately placed on a regular table, padded and positioned for surgery. Her neck was cleaned, draped in usual sterile fashion. Utilizing a left-sided cervical approach to c3-c4, dissection was carried out using standard smith-robinson technique to expose the intervening disk between c3 and c4 which was confirmed on lateral fluoroscopywith an 18-gauge bayoneted needle. Appropriate retractors and 12 mm caspar pins were placed with slight distraction, and final intraoperative pictures showed correct operative level of c3- c4, at which point, indigo carmine was injected into the disk space. Standard anterior diskectorny was carried back to the posterior longitudinal ligament which was excised and removed. Her central ste nosis was a combined central disk herniation as well as posterior osteophytes which were all removed using 2 mm kerrison rongeurs for complete and wide decompression from uncinate spur to uncinate spur. Hemostasis was obtained with both bipolar and surgiflo use, and we were able to obtain a good flat dural cord with a decompression signifying good central decompression with no undue tension on the cord at the end of the decompression. At this point, the bony endplates were prepared for the arthrodesis. After this was accomplished, trialing was carried out and appropriate 12 mm deep, 6 mm in height, 14 wm wide lordotic graft was then packed with morselized allograft. After selection of the correct size, this biomechanical device was then inserted and applied at c3-c4 to complete the interbody fusion at c3-c4 with lateral fluoroscopy assistance for proper depth of placement. At this point, standard anterior instrumentation fixation was carried out using standard techniques for system with lateral fluoroscopy assistance for placement of the hardware. This completed the instrumentation portion of c3-c4. Final lateral fluoroscopy was obtained showing the graft and hardware in good location. The wound was copiously irrigated with 1 l of bacitracin solution followed by surgiflo, a tls drain, and standard sequential closure with subcuticular stitches and soft collar. She tolerated the procedure well. There were no complications. Electrical monitoring remained stable. She was extubated and taken to the pacu in stable condition. All lap and needle counts were correct. Health status: allergies: allergic reactions (selected) ¿ severe. Butrans transdermal system- vomiting. Other- no reactions were documented. Propofol - no reactions were documented. Moderate codeine- no reactions were documented. Fentanyl citrate- no reactions were documented . Florinef acetate- no reactions were documented. Levaquin- no reactions were documented. Macrobid- no reactions were documented. Soy- no reactions were documented. Urelle- no reactions were documented. Versed- no reactions were documented. Talwin- no reactions were documented. Nonallergic reactions (selected) moderate dilaudid- vomiting, dizzy, weakness. Mild. Nucynta- itching, sleepy. Physical examination: respiratory function: airway patent, respiratory rate within expected parameters, oxygenation within expected parameters. Cardiovascular function: pulse within expected parameters, blood pressure within expected parameters. Mental status: arousable and able to follow simple commands or returned to pre-status. Temperature: within expected parameters. Pain: within expected parameters. Nausea and vomiting: no acute nausea or vomiting. Hydration: appears adequately hydrated. Past medical history: problems chronic back pain chronic neck pain hypothyroid hypotension seasonal allergies. Procedure history: hysteroscopy (B)(6) 2013 12:37 colonoscopy (B)(6) 2013 12:36 other cervical fusion of the anterior column, anterior technique (B)(6) 2013 04:39 excision of intervertebral disc (B)(6) 2013 04:39 fusion or refusion of 2-3 vertebrae (B)(6) 2013 04:39 computed tomography, cervical spine; without contrast material (B)(6) 2013 14:14 culture, bacterial; quantitative colony count, urine (B)(6) 2014 13:58 urinalysis, by dip stick or tablet reagent for bilirubin, glucose, hemoglobin, ketones, leukocytes, nitrite, ph, protein, specific gravity, urobilinogen, any number of these constituents; automated, without microscopy (B)(6) 2014 13:58. Current medications by history: current medications by history diazepam 5 mg oral tablet documented last dose(home): (B)(6) 2014 07:30:00 1 tab, po, bid, prn, other (see comments), 0, muscle relaxer 5mg colace documented last dose(home): (B)(6) 2014 21:00:00 200 mg, po, daily, 0, takes 750 mg daily, maintenance vivelle-dot documented last dose(home): (B)(6) 2014 09:00:00 see instructions, 0, occasionally uses this patch, maintenance, synthroid 0.075 mg oral tablet documented last dose(home): (B)(6) 2014 06:00:00 1 tab, po, qam, maintenance montelukast 10 mg oral tablet documented last dose(home): (B)(6)2014 00:00:00 1 tab, po, prn, other (see comments), 0, uses qod for allergies cytomel 5 mcg oral tablet documented last dose(home): (B)(6)2014 06:00:00 1 tab, po, daily, 0, 5mg oral tablet, maintenance anesthesia plan: anesthesia: general, ponv prophylaxis the risks, benefits, and alternatives of anesthetic plan and post op pain plan have been discussed and consent has been obtained. All questions answered. Consent was signed by the patient. Risks discussed: nausea, vomiting, headache, sore throat, dental injury, serious complications. Date of service: (B)(6) 2014 09:25. Admission information: admit days= 1, post operative day 1, patient type= inpatient. Subjective - patient states doing well. Pain adequately controlled with po meds. Denies numbness or tingling in extremities. No new issues. Wants to go home. Objective - surgical incision: clean, dry, intact, drain intact with minimal output. General: no acute distress. Extremities: upper extremities: bilateral, sensation and motor function intact. Good pulses. Nvi. Integumentary: warm, dry, well perfused. Neurologic: alert, normal sensory, normal motor function, no focal defects. General radiology: exam date/time (B)(6) 2014 10:31 pdt reason for exam: (xr c-spine 2-3 views) post op hardware placemen findings: compared with intraoperative study of (B)(6) 2014. New intervertebral spacer is seen from c3-c4. There has been fusion of c5-c6 and c6-c7 status post spacer placements. Impression: 1. Postoperative appearance of the cervical spine with new c3-c4 intervertebral disc spacer device. Fusion of c5-c6 and c6-c7 is noted. Reason for exam: (xr c-spine 2-3 views) surgery/ acdf findings: intraoperative views were obtained fluoroscopically. An anterior probe is seen between c3 and c4 from an anterior approach. Patient is intubated. The cervical vertebral bodies appear anatomically aligned. The intervertebral disc heights are maintained. New disc spacers are placed at c3-c4. The vertebral body heights are preserved. The craniocervical junction appears intact. The lateral masses of cl are nondisplaced. Admit date: (B)(6) 2015, disch date: (B)(6) 2015. Date of procedure: (B)(6) 2015. Preoperative diagnosis and postoperative diagnosis: 1. Dynamic spondylolisthesis, l3-l4. 2. Degenerative disk disease, lumbar spine. 3. Low back pain. 4. Sciatica. Operative procedure: 1. Combined posterior arthrodesis, interbody fusion, l3-l4, cpt code 22633. 2. Application of spinal prosthetic device, staxx xd cage at l3-l4, cpt code 22851. 3. Posterior instrumentation, l3-l4, k2m mesa screws system, cpt code 22840. Anesthesia: general endotracheal anesthesia. Neuromonitoring: orimtec. Complications: none. Indications: the patient is a 60-year-old female, who presented with an industrial back injury and a dynamic spondylolisthesis at l3-l4 with failure of long-term conservative care. She has elected to proceed with operative intervention as described above and below. Informed consent was obtained. Once the risks and benefits were fully explained, all questions were answered. Description of procedure: the patient was brought to the operating room, received appropriate IV antibiotics, was sedated and intubated by anesthesia with no complications. She was then appropriately placed on the osi proaxis table, padded and positioned for surgery. Her back was cleaned and draped in the usual sterile fashion. Utilizing two 18-gauge spinal needles at the l3 and l4, pedicle screws were identified on lateral fluoroscopy. Based on this, a bilateral wiltse approach was applied for muscle sparing and muscle splitting approach to the procedure. The left side was approached first, and this was the side the interbody fusion was also performed. Once the wiltse exposure was performed and identification of the pertinent landmarks including the transverse process of l3 and l4 as well as the intervening l3-l4 facet joint complex was identified on lateral fluoroscopy, final dissection was carried out to fully expose pertinent anatomy. At this point, a facetectomy was performed partially to allow access into camden's triangle with protecting of the existing l3 nerve root and once camden's triangle was identified, annulotomy was made and disk material was delivered through this with end-plate preparation of the l3-l4 disk for fusion. Once this was accomplished, bone rasping and final check for adequacy of decompression and endplate preparation was performed. At this point, trialing was carried out and appropriate 22 mm staxx xd cage was selected and at this point, bone graft material was placed into the disk space for fusion. Allograft material was utilized. Once this was accomplished, and the graft was applied and inserted, the biomechanical device application was expanded to a 10 mm height with good endplate to endplate apposition and restoration of her normal disk height and stabilization in a normal anatomic position of l3 and l4 relative to her correction of her spondylolisthesis. Additional bone graft was packed in and around the graft to complete the interbody fusion portion of the procedure at l3-l4 with lateral fluoroscopy guidance of graft placement. At this point, attention was now taken to placement of the pedicle screws bilaterally through the wiltse approaches and lateral fluoroscopy standard technique of awl, gear shift, ball tap probe, theappropriate length and diameter k2m mesa screws were utilized at both levels. All four screws passed minimum thresholds of 20 mv potential with no evidence of distal emg activity. At this point, 40 mm contoured rods were placed. Compression was applied across both levels, and the screws were then locked into place to complete the posterior instrumentation of l3-l4. Irrigation was then performed in both wounds. At this point, the posterior lateral gutter fusions were performed. On the left side, the transverse processes were prepared. An additional allograft material was packed into the lateral gutter on the left side. On the right side, the facet joint complex was debrided and prepared for arthrodesis as well as the transverse process and remaining of the allograft material was packed into the facet joint complex as well as the lateral gutter to complete the posterior lateral fusions of l3-l4. Final ap and lateral fluoroscopy was obtained, showing the graft and hardware in good location. There was minimal bleeding. Therefore, no drains were utilized. Both groins were closed in sequential bilateral layers with some stitches and sterile bandages. She tolerated the procedure well. There were no complications. Electrical monitoring remained stable throughout from baseline with no changes. All lap and needle counts were correct. She was extubated and taken to the pacu in stable condition. Postoperative information: procedure: psf l3-4 preoperative diagnosis: sciatica, lumbar stenosis. Postoperative diagnosis: same. Findings: dod. Specimens removed: none. Estimated blood loss: 25 ml. Lines and tubes: urinary catheter, surgical drain. Complications: none. Correct counts: yes. Disposition: pacu. Patient status at the end of procedure: stable. Procedure: lumbar stenosis with neurogenic claudication. Date of procedure: (B)(6) 2020. Left si joint fusion - infuse used.

Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. D1,d4: product identifiers are unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.